Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the patient was complaining "to" chest pain and the decreasing of the blood pressure was observed. The right atrial (ra) lead was implanted near the right appendage but was repositioned after unfavorable measurement results. Post implant, perforation and cardiac tamponade were suspected, and pericardial effusion was confirmed. The drainage was performed. The ra lead remains in use. No further patient complications have been reported as a result of this event.